Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited low amplitude, noisy signals and oversensing, leading into inappropriate shock therapy. The patient had lost approximately thirty pounds. Boston scientific technical services (ts) discussed and recommended reprogram options and the system was reprogrammed. This s-ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the description field for more information regarding the specific circumstances of this event.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited low amplitude, noisy signals and oversensing, leading into inappropriate shock therapy. The patient had lost approximately thirty pounds. Boston scientific technical services (ts) discussed and recommended reprogram options and the system was reprogrammed. This s-ICD remains in service. No adverse patient effects were reported. According to additional information, this patient received an additional inappropriate shock caused by t-wave oversensing of sinus tachycardia. Ts provided reprogramming recommendations as troubleshooting. No additional adverse patient effects were reported. Currently, this s-ICD remains in service.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited low amplitude, noisy signals and oversensing, leading into inappropriate shock therapy. Boston scientific technical services (ts) discussed and recommended reprogram options and the system was reprogrammed. This s-ICD remains in service. No adverse patient effects were reported.